Event description:
Endoleak (type iiib suspected): in the past (event date unknown), probably from january to march 2020, a patient who had relay plus (46 mm x 250 mm, unknown whether straight or tapered) implanted on (B)(6) 2020 developed an aneurysm, which enlarged. According to dr. (B)(6), type iiib was suspected, not type a. The surgeon requested to investigate whether any other type iiib for the relay has been reported. More details will be reported later. Email (dated 03/31/2021) from terumo (B)(4) provided the following additional information: device lot #: 161206277, event date: unknown, implantation date: (B)(6) 2020. Patient outcome - unknown.